Manufacturer narrative:
Photograph review: one photograph was received by the account, capturing the resolute onyx 4.5x15mm stent. Deformation is visible to the most proximal stent wraps. Product analysis: the stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the 14th distal stent wrap with struts raised and overlapping. A sheath of similar dimensions to that used during the manufacturing of this batch could not be loaded over the stent due to the deformed stent struts. There was slight deformation to the distal tip. Please note that this device resolute onyx is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Event description:
Physician intended to use a resolute onyx drug eluting stent. No damage noted to the packaging of the device. Device was inspected with no issues noted. Brachial approach was used. The guide catheter was advanced and engaged in the ostium. The resolute onyx was advanced over a guide wire. When the stent reached the tip of the guide catheter resistance was felt and it would not pass through the tip. It is reported that it did not exit the tip. No excessive force was used. The stent was damaged on the inside of the tip. It is reported that a stent strut got hooked on the launcher. The stent was not deployed and did not cross the launcher tip. The resolute onyx was removed and no longer used. Procedure was completed with other products. Patient is alive with no injury. Analysis of returned onyx showed stent deformed in vivo

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.